Event description:
Complainant alleged that the staff of the cath lab was attempting to defibrillate a male pt (age unknown), with a ventricular fibrillation heart rhythm. They were using a multi-function cable and non-zoll brand electrodes with the device. The staff successfully defibrillated the pt three or four times (joule settings unknown) on the fourth or fifth attempt to defibrillate the pt (joule setting unknown), the device charged, but would not discharge. The staff again attempted to defibrillate the pt, but the pt did not appear to receive the defibrillation shocks as there was no muscle twitching. The staff did observe arcing at the pads. The staff then obtained another zoll device which also had a problem (please reference medwatch number 1220908-1998-00394) to defibrillate the pt. The pt subsequently expired. The complainant indicated that pt had a "severe heart history."